Event description:
Rep thought device might be undersensing in atrium. OEM lead. Device was not biv pacing. Rep wondered why device was not a pacing. Lead subsequently was found to have dislodged, revision was attempted, helix would not retract, replaced with competitor's lead.

Manufacturer narrative:
(See scanned page).